Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a lobectomy procedure, on the second firing, the jaws will not open and will not close. The reload was removed and re-attached but the same issue persist. A new device was used to resolve the issue and complete the procedure. The device was not used on the patient. There was no patient injury.